Event description:
Insert would not snap on implanted baseplate. Second insert available at hosp snapped on correctly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation:the evaluation results, although perhaps inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.